Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, red particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior and missing shell on posterior (0-25%). A dimension measurement in the shell was performed which identify the thickness with in specification. Based on the device analysis the final assessment is sharp pattern on posterior of broken device assessed as an unidentified (tear) opening and a missing shell assessed as inconclusive.

Event description:
Physician reported right side "implant rupture". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis of device: device photograph(s) for the device related to the reported event rupture was reviewed on 30-sep-2021 visual analysis of the photographs a broken device, explanted side and device lot number not confirmed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported "implant rupture". Device has been explanted. This relates to the right side.